Manufacturer narrative:
The patient age, weight, gender were requested, but were not provided. The serial number of the device was requested but was not provided, therefore the manufacture date and device unique identifier (UDI) of device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s device produced low voltage alarms. No patient symptoms were reported. The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed no external power events on while the patient¿s lvad system was connected to the mobile power unit (mpu). This appeared like the power cord came loose from the back of the mpu. There was no interruption in pump support to the patient during this event. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of no external power and low voltage alarms was confirmed based on the submitted log file. During the event, the system controller backup battery supplied power to the pump as designed and there was no interruption in support. A specific root cause of the recorded events could not be determined; however, a v-lock ac power cord is available to prevent incidents of this type. A review of the device history records could not be performed as the serial number of the device was not provided. No further information is available. The manufacturer is closing the file on this event.